Event description:
It was reported that the device was explanted prophylactically and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states. There was no device malfunction observed on the device. The patient was stable.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above elective replacement indicator level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity which indicated no anomalies were found.